Event description:
It was reported by the affiliate the ems was used during a hernia repair. It was reported that the staples were malformed. The case was completed with another instrument. There was no consequence to the pt.